Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: lot 9454020 belongs to the component part 50104441. Part: 338.100 (50104441); lot: 9454020; manufacturing site: hägendorf; release to warehouse date: july 28, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit ø8 l245 f/dhs/dcs-syst was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tips of the blades were deformed. Functional test: a functional assessment was unable to be performed due to no mating devices returned. However, the damage to the distal tip would prevent the complaint device from functioning correctly. Dimensional inspection: a dimensional inspection was not performed at the distal tip due to post-manufacturing damage. Dimensional inspection could be performed for the proximal inner diameter. Measured dimensions: proximal shaft ID = conforming. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the distal tips of the blades were deformed, which would also impact the device's ability to assemble. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during surgery on (B)(6) 2021, the 8 mm drill bit would not allow the passage of dynamic hip screw (dhs) guide wires; the guide wire is changed and it too, does not pass. The surgeon used 2.0 x 280mm k needles; surgeon indicated that the drill tip is deformed. Procedure was completed successfully with an approximate twenty (20) minute delay. There was no patient consequence. This report is for a 8.0mm drill bit for dhs/dcs triple reamer. This is report 1 of 1 for (B)(4).